Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a symptomatic patient with muscle stimulation presented in clinic for a follow-up, the device was found to be in back-up vvi mode. Device download was performed successfully.